Event description:
It was reported that the patient presented in clinic after an alert transmission from merlin.net for non-sustained ventricular tachycardia events. Noise was noted on the right ventricular lead. Patient reported a fall last week and has been dizzy and presyncopal since then. The noise was inhibiting pacing. The noise was reproducible in clinic. The lead was explanted and replaced. No further information was available.